Manufacturer narrative:
(B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 4 infusion sets adhesive. The first event occured on (B)(6) 2024 other being unknown the patient reported infusion set fell off during use. Most of the sets never stuck and one was in use for an hour. The patient confirmed the set fell off while doing physical activity/sweating, swimming, or bathing.the patient replaced infusion set and resumed insulin successfully. No further information available